Event description:
The caller stated the tube was put in the pt about a month ago and they think the cuff was leaking. The caller did not have a lot number for the tube and stated the tube had been discarded. The caller stated the pt was not on ventilator and they noticed the pt could talk and that is why they thought the cuff leaked. The caller stated the pt gets reintubated every month and this was about the time his regular (routine) change. The lot number of the tube that was in the pt is unk. The caller did not want to supply further information on pt.

Manufacturer narrative:
The tube was discarded and therefore unavailable for failure investigation. The lot number is unk and therefore the date of manufacture cannot be determined.